Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 19.0 mmol/l, 13.2 mmol/l, and 8.3 mmol/l within 3 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.